Event description:
There was a resident who suffered a dislocated shoulder while on a sara 3000. The facility rep stated that they were not sure if there was a transfer that was taking place at the time of the incident (since the incident, the resident has been changed to a different lift with 2-person assist). The arjohuntleigh service tech was unable to get incident info from the facility as none was released per the facility director.

Manufacturer narrative:
(B)(4). Incident information is limited to what was verbally given by the arjohuntleigh clinical and facility reps. The arjohuntleigh clinical rep stated that there was an incorrect assessment performed involving the patient and a compatible lift. Facility would not provide incident specifics, nor could they confirm that the device shown to the arjohuntleigh service tech was the device used during the transfer. Further information will be provided upon conclusion of the manufacturer's investigation.